Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast discomfort, left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses felt discomfort in her right breast. The patient had an MRI performed that diagnosed rupture of her left breast prosthesis. As a result, the patient will undergo bilateral explantation and replacement with unspecified mentor breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The implantation date was initially reported to be (B)(6) 2010. New information states that the implantation date is (B)(6) 2012. On (B)(6) 2020, mentor received additional information about the event. The patient had her removed breast prostheses replaced with a mentor memorygel breast implant 550cc gel breast prosthesis and a mentor memorygel breast implant 500cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-mar-2020, the mentor failure analysis lab received the device for evaluation. On 23-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a ruptured breast prosthesis. The device was visually inspected, and delamination with leak was observed in the union between patch and shell. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).